Manufacturer narrative:
The customer stated that there was no physical damage to the display screen. The customer tried to reset the meter but the issue remained. The customer stated that the meter could be used in its current condition. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with an accu-chek inform ii meter serial number (B)(4) that could impact the interpretation of patient results. The customer stated that there were missing pixels in the area of the results field that could impact the interpretation of patient results. There have been no patient results misinterpreted. There was no allegation of an adverse event.

Manufacturer narrative:
The customer's meter was returned. The examination involved 1) general function test, 2) optical investigation of the housing interior, and 3) visual examination. Investigation of returned meter revealed that the display is pushed into the housing. The meter has a crack, located at the side and middle of the display, due to extreme force. The crack in the display does not obscure the area where patient results are displayed. The meter display defects found reflects signs of customer damage consistent with mishandling.